Manufacturer narrative:
(B)(4). A biomedical engineer for the hospital evaluated their device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation therapy during a patient event. The customer advised that the device was charged to 200 joules; however when attempting to shock, the device did not shock. They tried a second time with the same results. On the third attempt the device functioned properly and the patient was resuscitated. The user reported that when initiating the shock during the failed attempts, the device did not make the usually sound that is associated with the delivery of energy, and the patient did not respond as they expected. This issue is patient related; however there was no adverse patient outcome reported by the customer.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was unable to confirm what was reported. No discrepancies were observed. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation therapy during a patient event. The customer advised that the device was charged to 200 joules; however when attempting to shock, the device did not shock. They tried a second time with the same results. On the third attempt the device functioned properly and the patient was resuscitated. The user reported that when initiating the shock during the failed attempts, the device did not make the usually sound that is associated with the delivery of energy, and the patient did not respond as they expected. This issue is patient related; however there was no adverse patient outcome reported by the customer.